Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clip dropped. The clip was retrieved. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. No testing could be performed as the instrument was returned empty. It was also noted that the instrument was returned with the floor damaged. No conclusion could be reached as to how the damage to the instrument occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to improve the products.